Event description:
It was reported by sales rep that the high low motor was drifting on a bed. The customer reported that there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Device evaluated by account. (B)(4): lift motors.